Manufacturer narrative:
Product event summary: manufacturer's analysis of the device returned as a trade-in noted that the device failed incoming functional testing; the liquid crystal display (lcd) tested out-of-specification in an electrical manner. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned as a trade-in subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.